Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade was wobbling in the handpiece when operating during a functional endoscopic sinus surgery. The blade was removed and reinserted but that did not solve the issue. Another blade was opened to finish the case. There was no delay in the procedure as a result of this event. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that there were no signs of excess pressure applied to the blade while in the handpiece. The inner assembly was removed from the outer and it was determined there was a bend in the shaft which would have resulted in the reported event. There was minor wear on the inner shaft near the inner hub. If information is provided in the future, a supplemental report will be issued.